Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient sample. The initial result from an aliquot was 0.08 ug/l and was reported outside the laboratory. The primary sample was repeated and the result was 6.5 ug/l. The aliquot was then repeated and the result was 6.5 ug/l or 6.4 ug/l. There was no allegation of an adverse event. The reagent lot number was 18561101 with an expiration date of 30-sep-2016.

Manufacturer narrative:
A specific root cause could not be identified as the event occurred so long ago.

Event description:
Hold for nora 11.3